Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and specs of blood was observed on the harvesting tool handle. A visual inspection was conducted. The silicone insulation on the cold jaw was partially peeled at the tip of the jaw, but remained intact at the base. Based on the condition of the device as found and the results of the investigation the reported complaint was confirmed for peeled jaw. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro grey coating on the jaws broke off inside the leg. The pa was able to grab and retrieve it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro grey coating on the jaws broke off inside the leg. The pa was able to grab and retrieve it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.